Manufacturer narrative:
Correction: date on initial submission MFR report #: 8030665-2017-00196 was incorrect. Correct date is 2017-03-24.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion plant investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported finding a fluid leak following treatment. The set was discarded. During follow up the patient¿s pd nurse reported the patient did not require any medical intervention for the event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.